Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. To treat the low bg level, juice was consumed. System check was performed with tandem technical support and verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump on (B)(6)/2018 and the pump is not capable of connecting to a continuous glucose monitor. There were no erratic basal rate adjustments. User made bolus requests while still having insulin on board (iob).complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.